Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture," baker grade unknown, and "pain and discomfort ". Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The patient's spouse additionally reported ¿between the recall in europe over the problematic lymphoma issue¿ and ¿the fact that they¿re very uncomfortable¿ the patient will undergo surgery to exchange from textured to smooth implants due to ¿tremendous amount of pain over the last 3-4 years¿, ¿kept encapsulating¿, ¿terrible pain¿, ¿along with the potential lymphoma thing. Have these removed and put a safer product in.¿